Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose. The customer reported a blood glucose value of 780 mg/dl. The customer reported hyperglycemia, loss of consciousness, diabetic ketoacidosis treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-399a, mmt-332a, and mmt-1880. Troubleshooting was partially performed, and the issue was not resolved. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not and whether the customer was used the auto mode feature or not. No further patient complications were reported. No product return is required for mmt-399a. No product return is required for mmt-332a. Product return was requested for mmt-1880. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 30-apr-2024 in the pump history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (24.1 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, serial number label stained, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.